Event description:
It was reported that there was a failure to interrogate a patient's device that was not suspected to be due to end of service. Troubleshooting was performed on the wand. It was confirmed that the wand battery was good as the light stayed on 25 seconds. However, he noted that there is no data received orange light during interrogation, so it was concluded that the wand was malfunctioning. The wand was swapped for a good wand and the patient's device was able to be interrogated without issue. The patient was not affected. The wand and serial cable were received for analysis. Analysis concluded that the wand functioned according to specifications. Product analysis for the tablet serial cable was completed and approved on (B)(6) 2015. An analysis was performed on the returned usb to db9 cable and a failure was found. The cause is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.